Event description:
The customer contacted heartsine to report that their device was having an issue with on/off button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was having an issue with on/off button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. On receipt at heartsine the device was unable to be powered on via the on/off button with flashing green status led observed. This was attributed to corrosion within the membrane panel, on the on/off button contact pads on the membrane pcb. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on, as per the reported fault. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button contact pads alongside the corrosion on the shock button contact pads, device screws, usb contact collars, and the multiple temperatures below the indicated minimum of 0ºc (a low of -1.1°c recorded on the 2nd february 2025), would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.